Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual pain') in an adult female patient who had essure (batch no. C51066) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be unrelated to essure. The reporter commented: essure was removed by request of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Batch no c51066 production date 2014-04-16 expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('menstrual pain') in an adult female patient who had essure (batch no. C51066) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be unrelated to essure. The reporter commented: essure was removed by request of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.